Manufacturer narrative:
To aid in the investigation of this issue, two (2) pictures and four (4) physical samples were returned for evaluation by our quality team. Through examination of the samples, the reported defect was observed, there was smudged print on the blister top web. A device history record review was completed for provided material number 306572 and lot number 4067519. The review identified one (1) non-conformance during the production process that could have contributed to this reported incident. The non-conformance was in relation to an illegible barcode on the top web of the packaging. Based on the investigation results it is most probable that the smudging on the top web resulted from condensation during the sealing process. This process involves sealing the top and bottom web by a combination of pressure, temperature, and time. The die-top, which is cool, requires water to run through it. The die-top also holds the sealing plate which is hot. This combination causes condensation to arise. In order to resolve this issue, we have regulated the water flow through the die top. The smudged print is a cosmetic defect only and the integrity of the sterile barrier is not affected. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs / sf- label illegible. The following information was provided by the initial reporter: watermarks on labelling. Print not legible. No harm caused to a patient.